Event description:
Alerts: (B)(6) 2021 rv defib lead impedance 133 ohms threshold 130 (B)(6) 2019 rv defib lead impedance 102 ohms threshold 100 (B)(6) 2019 *rv defib lead impedance 101 ohms threshold 100. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).